Event description:
It was reported that noise was observed on the patients atrial lead during routine follow-up. It could not be reproduced. The physician suspected that lead insulation was damaged and or fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.